Manufacturer narrative:
The referenced admission on (B)(6) 2017 was reported under medwatch MFR report #2916596-2018-00244. (B)(4). Approximate age of device ¿ 55 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient remained hospitalized due to abdominal infection requiring IV antibiotics and wound vac after being admitted on (B)(6) 2017 for an unrelated event. The left anterior chest wall incisional abscess was cultured on (B)(6) 2017. On (B)(6) 2017 the patient was taken to the operating room for washout down to the lvad. Superficial wound cultures were positive for strep and now m abscesses. Operating room culture was still pending on (B)(6) 2018. In the operating room on (B)(6) 2017, the patient was placed on a wound vac. The patient was also placed on IV antibiotics tygacil and primaxin, along with oral zithromax. Per infectious disease, the IV antibiotics would continue until (B)(6) 2018. The plan was to discharge the patient once IV antibiotics were sorted out.

Manufacturer narrative:
A specific cause for the patient¿s infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.